Event description:
It was reported by service report that the head end of the bed was stuck in high height and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift assembly bolts came loose.